Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results (sample 1 = 0.450 ng/ml) for a single patient sample run on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was initially reported out of the laboratory, but were questioned by a health professional based upon serial vitros trop I es results. The expected values was <0.012ng/ml and a correctedreport was issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined tha a non-reproducible, higher than expected, vitros trop I es result was obtained from a single sample run on the vitros 5600 integrated system. Although service actions were performed, there was no evidence in the pre-service vitros trop I es precision testing to indicate an instrument malfunction. The investigation determined that the samples in question were not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause could not be determined. However, pre-analytical sample processing cannot be ruled out as a contributing factor. The root cause of this event is unknown.